Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of over 800mg/dl. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. The customer stated that she changes the infusion set to resolve the issue. The time, date, and programming were correct. Ran a fixed prime and high pressure test and they passed. The customer stated that she is not comfortable and requested a replacement of the insulin pump. The customer also stated that the holster is not holding in place. Offered to send a holster as courtesy. No further info was provided.